Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose was 179 mg/dl. The customer also reported that they received stuck button alarm was displayed before critical pump error image on screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at electronic assembly. Unable to verify critical pump error alarm and button unresponsive due to blank display noted.